Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's medications were not crossed. A technical support specialist assisted and confirmed that the information technology team was able to resolve the issue. The system functioned as intended after a technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had malfunction that patient medications were not crossing. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.